Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured and could not be used. The balloon lost pressure during patient use. Hemostasis was achieved with manual compression for 30 minutes. The patient was not hospitalized, or the patient's hospitalization extended as a result of the event. There was no reported patient injury. The device was used with a non-cordis sheath. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath or distal end after removal. The balloon lost pressure at the 1st stop. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant remained in the manufacturing position, not exposed to blood. The procedure sheath was not returned with the device. Per functional analysis, leak testing was performed, and he results revealed a tear in the balloon of the returned device. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device, approximately 6.0 mm from the balloon proximal neck. A product history record (phr) review of lot f2222109 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured and could not be used. The balloon lost pressure during patient use. Hemostasis was achieved with manual compression for 30 minutes. The patient was not hospitalized, or the patient's hospitalization extended as a result of the event. There was no reported patient injury. The device was used with a non-cordis sheath. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath or distal end after removal. The balloon lost pressure at the 1st stop. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured, and could not be used. The balloon lost pressure during patient use. Hemostasis was achieved with manual compression for 30 minutes. The patient was not hospitalized or the patient's hospitalization extended as a result of the event. There was no reported patient injury. The device was used with a non-cordis sheath. There was no there prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath or distal end after removal. The balloon lost pressure at the 1st stop. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222109 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.